Event description:
The user reported that, during a stent graft procedure, the marker band of the snare delivery catheter came off in the patient. The marker band was located near the calcified stenosis that was the targeted area of the procedure. The user believes that the marker band was removed while passing the catheter through the calcified stenosis as they felt resistance at that point. The stent used to treat the stenosis fixed the marker band in place. No harm or injury to the patient was reported.

Manufacturer narrative:
Device evaluation: one unit was returned for evaluation. The device is still being evaluated. A f/u report will be sent when the evaluation has been completed.